Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving bupivacaine and baclofen at 30.0 mg/ml, 350 mcg/ml concentrations and doses of 2.998 mg/day, 34.97 mcg/day respectively via an implantable pump. The indication for use was malignant pain. It was reported the pump was interrogated on (B)(6) 2016 and the logs revealed a pump motor stall with recovery secondary to MRI on (B)(6) 2016. It was indicated the motor stall and recovery were related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient pump stalled on (B)(6) 2016 at 12:12 and recovered the same day at 13:22.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.